Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, a patient developed a graft infection after hero graft implant.

Manufacturer narrative:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, an arterial graft component (agc) became infected two months post implant. The manufacturing records for lots 0001756 was reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Without information about the source of the infection, type of infection, patient comorbidities, and pre-existing infections; the relationship of the infection to the hero graft device in dr. Wong's patient cannot be determined. Infection is a known potential complication listed in the hero graft instructions for use (IFU). The hero graft IFU contraindicates use of the hero device in patients with known preexisting bacteremia. In addition, instructions for screening blood cultures to rule out asymptomatic bacteremia and recommended antibiotic therapy are also provided in the IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to a manuscript, the end stage of dialysis access: femoral graft or hero vascular access device, a patient developed a graft infection after hero graft implant.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.